Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was experienced high blood glucose. Blood glucose reading was 26 mmol/l. The customer treated for their high blood glucose with insulin pen. The customer alleges insulin pump was under delivering due to blood glucose was running high. Customer¿s current blood glucose was 4 mmol/l. The reservoir will not be returned for analysis.